Manufacturer narrative:
H6: investigation summary: one photo of a loose 5ml syringe (p/n 301027) was received and evaluated. It was immediately observed that one of the flanges on the syringe was broken off. The condition observed was non-conforming per product specification. Potential root cause for the broken flange defect is associated with the assembly process. The defect was noted during manufacture and requalified per applicable acceptable quality limit. However, it is possible a limited number of syringes with this condition were able to escape detection. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history review was conducted for lot number #0286165. Batch 0286165 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd luer-lok syringe 5 ml experienced device damage while still considered operable. The following information was provided by the initial reporter: when removing the lock with the syringe the carer noticed that the wing of the syringe was broken.

Event description:
It was reported that the bd luer-lok syringe 5 ml experienced device damage while still considered operable. The following information was provided by the initial reporter: when removing the lock with the syringe the carer noticed that the wing of the syringe was broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.